Event description:
According to the reporter, the patient presented to the ER (emergency room) from a skilled nursing facility; dialysis was provided through a contract with a 3rd party; the patient had a catheter placed in (B)(6) 2024. On (B)(6) 2024, the patient came in for a broken clamp on the limb, had a temporary clamp in place, and went to the ed (emergency department). Ir (interventional radiologist) replaced the broken clamp at bedside, cut the lumen off right behind the hub, used the repair kit, replaced the catheter limb with a repair kit the next day, and the catheter was repaired. The locum provider¿s note did not provide specific information about the repair procedure, but there was no need for both limbs to be repaired since it was the clamp part from the catheter that was repaired. The venous limb of the catheter was the side where the clamp was repaired. There was no documentation to indicate the catheter had been repaired or altered again after that date. Connections were tight and were checked. The catheter was in use for several months after the repair. There was no reported patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).